Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was not reviewed as the batch number was not available. Based on the information received, the cause of the reported cardiac perforation and sinus node dysfunction could not be conclusively determined.

Event description:
The following was published in jacc: journal of the american college of cardiology in an article titled "the electrical isolation of the left atrial posterior wall in catheter ablation of persistent atrial fibrillation" by lee j et al., vol. 5, no. 11, 2019. Https://doi.org/10.016/j.jacep.2019.08.021. The purpose of the study was to explore whether complete electrical isolation of the left atrial (la) posterior wall improves the rhythm outcome of catheter ablation of persistent atrial fibrillation (af). A total of 217 patients with persistent af were randomly assigned to ablation with circumferential pulmonary vein isolation (cvpi) or cpvi with a posterior wall box isolation. Of the 217 patients enrolled 6 experienced major complications. There were 4 cardiac tamponades and 2 patients with sinus node dysfunction. All sinus node dysfunctions recovered within 24 hours after the procedure.